Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) called in and advised that a remake was needed due to broken anchors and fractured trays on a silent nite device. Additional information reported that "the device started falling apart less than 2.5 months after delivery. The guard was cracked and the buttons holding the arms broke. The device was returned under warranty for repair or replacement." The date of event was reported as 11/18/2025 but the 33-year-old, male continued to use the device until (B)(6) 2026. The patient did not suffer any injury or adverse outcome and no medical intervention was required.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).